Manufacturer narrative:
Literature citation: wang, shihuan keisin, et al. ¿aggressive surveillance is needed to detect endoleaks and junctional separation between device components after zenith fenestrated aortic reconstruction.¿ annals of vascular surgery, vol. 57, 24 jan. 2019, pp. 129¿136., doi:10.1016/j.avsg.2018.09.038. Suspect medical device: exact rpn of complaint device is unknown but it was reported that the iliacs were "sealed via 20mm limb extensions" concomitant medical products: cook 34x107mm zfen main body with bilateral renal artery small fenestrations and a large fenestration for the sma zfen-d-24-62-76-c. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. [(B)(4)].

Event description:
It was reported in a literature article that a zenith flex with spiral-z technology aaa endovascular graft iliac leg contributed to a type 1b endoleak in a patient, requiring an additional intervention to address. A (B)(6) yr old male presented with a 70mm juxtarenal abdominal aortic aneurysm which was repaired with a 34x107 mm zfen main body with bilateral renal artery small fenestrations and a large fenestration for the sma in (B)(6) 2013. The distal bifurcated graft was in a 24x62x76 mm configuration with the iliacs sealed via 20 mm limb extensions. The initial post -op follow-up showed a type ii lumbar artery endoleak with an initial junctional overlap of 50 mm. At 12 months post-operation, cta demonstrated continued presence of a type ii endoleak, sac expansion to 76 mm, and a decrease in junctional overlap to 38 mm. An angiogram was performed that showed that the residual sac was being fed from an iliolumbar branch off the hypogastric artery. An adequate angiographic result was noted after targeted coil embolization of this hypertrophied collateral. At 24 months post-operation, cta showed continued sac expansion to 80 mm without a clear source of endoleak and junctional overlap was 30 mm. It was suspected that a type 1b endoleak continued to pressurize the sac. Provoked angiogram confirmed the type ib endoleak. The patient was brought to the operating theatre where the distal graft was extended with a cook 11x107 mm iliac limb after embolization of the hypogastric artery. A 40x100 mm competitor's stent was placed at the modular junction and reinforced with endoanchors. The separation of the zenith fenestrated grafts are reported in MDR:9680654-2019-00026 and MDR:9680654-2019-00021. Please note that zenith fenestrated aaa endovascular grafts are not sold in the us and there is not a similar device that is sold in the us. At 34 months post-operation, cta showed sac enlargement to 90 mm in the setting of a large type ii endoleak. An angiogram demonstrated another hypertrophied iliolumbar vessel off the previously intervened side pressuring the residual sac. Translumbar coil embolization was successfully performed. The facility is currently continuing close follow-up on this patient to determine the effects of the latest re-intervention.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: it was noted in a journal article, written by shihuan keisin wang et. Al., that an endoleak was discovered 24 months post implantation of an unknown zenith device. No additional harm was reported as a result of this incident. A review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device were conducted during the investigation. The complaint device was not returned for evaluation. A document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the affected product is safe and effective for its intended use. A review of the device history record could not be completed due to a lack of lot information from the user facility. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The product IFU, t_zaaaf36_rev7 ¿zenith flex aaa endovascular graft with the h&l-b one-shot introduction system,¿ provides the following information to the user related to the reported failure mode: general additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. Implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications. Potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak: endoprosthesis: graft material wear; erosion; puncture directions for use: final angiogram: position angiographic catheter just above the level of the renal arteries. Perform angiography to verify that the renal arteries are patent and that there are no endoleaks. Verify patency of internal iliac arteries. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters. Note: if endoleaks or other problems are observed, refer to the suggested instructions for use for the zenith aaa endovascular graft ancillary components. General: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: warnings and precautions: general; additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. Pre-procedure measurement techniques and imaging diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. Device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. Implant procedure: inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. Potential adverse events: adverse events that may occur and/or require intervention include, but are not limited to: endoleak. General: all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Additional surveillance and treatment: additional surveillance and possible treatment is recommended for: aneurysms with type I endoleak. Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for the endoleak was not established; however, endoleaks are a known inherent risk of these devices. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.